Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Concomitant products: part 124454, lot 3374455 - exceed abt 3hl shell 44/54mm. Part 650-0795, lot 3373483 - biolox delta xlw-18 ins 36/44g. Part 650-0661, lot 3437485 - delta ceramic fem hd 36/0mm. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies related to the complaint were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study 517 patient experienced postoperative pain.